Event description:
It was reported by the rep that the device was used during a total abdominal hysterectomy. It was reported an mcm20 was used to ligate the "ip" ligament when it was observed that the clips would not close completely. A second mcm20 was opened and the clips were being ejected without being closed. An mcl20 was opened and the procedure was completed without a pt consequence.